Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) contracted an infection which resulted in erosion of the device pocket. An invasive procedure was performed to reposition the ICD. During the procedure the device header was observed to be separated from the device can by approximately 3mm. The device was repositioned and remains implanted.